Event description:
It was reported that the user missed a snack announcement for blueberries and popcorn, which led to elevated glucose; subsequent automated corrections returned glucose to range before the user experienced a later low while asleep, and the low was treated with a full can of sugary soda, resulting in a later high. Symptoms included hypoglycemia and hyperglycemia ranging from 47 mg/dl to 224 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, while a usage problem was identified related to a missed meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. A separate report will be submitted for overtreating hypoglycemia.